Manufacturer narrative:
Reporting institution phone number (B)(6). Reporter phone number (B)(6).

Event description:
The international philips remote service engineer (rse) reported a ventilator a gave a 1209 error code indicating a low o2 supply pressure error. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The rse reported that they advised the customer to do a leak test and o2 flow test accuracy test. The customer reported to have performed a full performance verification test (pvt) and the device passed all testing. The customer has put the device back to use and to report to philips if issue re-occurs.